Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022- may 27, 2022. H10: fifty-five (55) actual samples were received for evaluation. A visual inspection along with magnification was performed, with the fill port caps removed, which observed a small white particle, less than 1.0 mm in length, loose on the interior wall of the fill port of four (4) of the samples. The morphologically was consistent with fill port material. The reported condition was verified in four (4) of the samples; however, not verified in the other fifty-one samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in fifty-five 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.